Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations did not replicate nor confirm, the customer reported complaint . The instrument was placed on the in-house system and it shows, that the instrument has zero out of one life. A review of the remotefe log showed, the instrument has no lives remaining and expired. A review of the msc and dsp logs shows no errors. Additional observation not reported by site, that is not related to the customer reported complaint, was that the instrument was found to have a dislodged ceramic dot at the grip tips. The dislodged dot was not returned with the instrument.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The vessel sealer extend instrument displayed as expired, even though it was not. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with no report of patient injury.